Event description:
It was reported to philips that the device has an unspecified equipment failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device is experiencing a failure as the device is not functioning. Onsite evaluation was performed to further diagnose the issue. Fse confirmed the reported issue as the device failed the operational check. Upon further inspection, it was determined the test load had malfunctioned. The test load was replaced. Functional test and operational checks were performed, there were no issue nor errors noted. The failed component is not expected for return as it is scrapped-if-defected. The device is fully functional, returned to service and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.